Event description:
It was reported that, during an in-clinic follow-up, episodes of oversensing were observed on the device. The suspected cause of the oversensing was myopotentials. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.